Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's pocket site was feeling hot on the inside and she was having inadvertent shocks in the abdominal area. The patient underwent an explant procedure. No device malfunction was suspected.